Manufacturer narrative:
The pump had a dark screen display when pressing the act button due to an open lcd driver on the lcd board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the missing segments due to the display anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated that the pump had a black frame and can't read the screen anymore. Customer stated that insulin pump was not dropped nor bumped. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.